Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional of the clinical study via the manufacturer representative. It was clarified that the patient did not experience any symptom and the cause of the high impedances was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there were high impedances. During interrogation it was noticed that electrodes 2 and 12 were out of range. Intervention taken was on (B)(6) 2017 the device was reprogrammed around those electrode. The outcome was resolved without sequelae on (B)(6) 2017. The event was related to the device or therapy, not related to the implant procedure. No further complications were reported or anticipated.